Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power was not confirmed. The mobile power unit, serial (B)(6), was evaluated. The mpu was operated on a test loop for several days with no alarms. Visual inspection of the mpu patient cable revealed incidental finding of a slight bend near the black and white power cable connector, and the patient cable was replaced. The replaced patient cable was connected to a test mpu with a mock circulatory loop while manipulating the area of concern without any issue. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (korean) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (korean) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power. Heartmate 3 instructions for use (korean) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (korean) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook (korean) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. This section also explains the importance of protecting the patient cable from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event took place at (B)(4) medical center. J-one medical is the distributor. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had a "connect power" alarm while using mobile power unit (yellow and red light). The distributor found that the cause was a short circuit in the patient connection cable of the patient's mpu and exchanged it to a demo version.